Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary, complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, a combination of patient and procedural factors appear to have resulted in the vascular complication. They were unable to dilate with the 28f dilator or to insert the 24f sheath. Although they had stuck above the calcified area, the steep angle of entry caused the sheath to rub against the calcified area, which prevented them from full inserting the sheath, and eventually caused significant injury to the common femoral/external iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, a cutdown was performed to expose the right common iliac artery. There was significant calcification in the superficial femoral artery. The arteriotomy was made superior to the calcified area. Serial dilation was performed without incident up to 25f. They were unable to dilate with the 28f or to insert the 24f delivery sheath. The team said that even though they had stuck above the calcified area, the steep angle of entry caused the sheath to rub against the calcified area which prevented them from inserting it fully and eventually caused significant injury to the common femoral/external iliac artery. The sheath was withdrawn and the artery was repaired by a vascular surgeon using a patch. A 10 mm chimney graft was then sewn onto the common femoral artery and access was reattempted. A second sheath was opened as the first one had been contaminated. They were unable to pass the sheath through a calcified area in the common iliac artery and while attempting this, ruptured the anastamosis of graft to the artery and the artery was once again repaired and eventually an iliofemoral bypass was performed. The procedure was stopped without the patient receiving a valve replacement. The cardiologist reported that the patient was doing ok as of 4 days post procedure.